Manufacturer narrative:
Outreach phone call to the pt; (B)(6) 2010: spoke with the pt on the phone around 1:30 pm (B)(6) 2010. The pt sounded distressed and depressed, but not complaining. The pt was guarded and vague about info and would not give details. The pt underwent a procedure that he cannot or would not elaborate on; would not say what the impetus was for the surgery and does not know what the surgeon did to him, except that the surgeon went in through his neck and supposedly used a (B)(6); microfix qa plus, which did not hold. The surgeon then used a (B)(6); mini quick plus arc anchor to complete the procedure. No dates given. The surgeon works out of his apartment somewhere in new york state; pt would not elaborate; the pt lives in (B)(6). The pt is experiencing difficulty swallowing, has pain and discomfort. The surgeon is not being cooperative with the pt in terms of telling the pt exactly what was done to him; the surgeon has become mute about the issue to the pt. The pt did indicate that he has had some sort of a medical f/u (without any further result or clarity of issue) with someone other than the surgeon. The pt was concerned about MRI compatibility; I told the pt that the device was made basically of titanium and nitinol and that the MRI service provider would be the authority on this concern. The pt was concerned about device reaction; I told the pt that anything is possible, but highly rare and that best course of action would be to seek medical advice and guidance from a physician. I gave the pt, the file complaint reference, the complaints phone line number, and (B)(6) phone extension if they felt that they want to share further detail and info or give ongoing status reports. At this point in time, we are submitting an MDR malfunction report to document the issue. Although we are closing the file, it will remain receptive to any future info received that is pertinent, clarifying and germane. If and when such info is received, it will be the subject in a f/u report.

Event description:
Pt called and requested MRI info regarding mitek products. (B)(6). Stated he had lower mandible surgery in the basement of a doctor's office. Would not give the physician's name. Stated he was concerned about staying on good terms with the physician. He has been experiencing pain in his jaw, trouble swallowing and other symptoms which he would not describe. Pt stated he may give more info in the future. Also see associated MDR 1221934-2011-00008.